Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer¿s current blood glucose was 163mg/dl which was treated with food. Customer states that they noticed at when she woke up blood glucose was over 200mg/dl then within short period it was 59mg/dl and she also had a ramen cup and drunk sugar free koolaid and now its +200mg/dl. Customer perform troubleshoot and found that derive support cap was normal. Customer advised to contact her health care professional regarding low and high blood glucose. Insulin pump will not be return for analysis.